Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer contacted technical support, which provided pump reset information and assisted the customer with resetting the pump.